Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date medical records provided have been limited to the implant operative report and the implant tracking log. The patient's attorney did not allege any specific device failure and a sample was not returned for further evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney, implant operative report and implant tracking log allege the following: on (B)(6) 2006 - the patient was diagnosed with post-hysterectomy vaginal vault prolapse, mixed urinary incontinence and underwent an abd sacrocolpopexy with implant of a bard/davol ptfe mesh (device 1), combined anterior/posterior repair, implant of a non davol "uretex" pubovaginal sling followed by cystoscopy and suprapubic catheter placement. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.